Event description:
An icp (increased intracranial pressure) kit was opened in patient room to monitor the patient's icp, it was noted the kit was missing the sterile replacements caps normally found in the kit were missing. This required an additional kit to be opened in order to monitor the patient. The caps that were included in the kit are fenestrated and require replacement.